Event description:
Information was received that device has acu watchdog failure. No adverse effects reported.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis in good condition with no observed physical damage. The event history log was reviewed, revealing that an acu watchdog failure and primary audible alarm had occurred. The unit was powered on; inability to duplicate acu watchdog failure at power up. Based on the evidence the complaint was confirmed. However, the root cause is unknown.